Event description:
Customer reported secondary infusion of avelox flowed into primary liter of 0.9% normal saline. Per note sent with the product, the tubing and bags were hung correctly and verified by 2 nurses. No pt harm was reported. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. H3: the product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.